Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 32 mg/dl. Customer¿s blood glucose at the time of the incident was 60 mg/dl and current blood glucose was 135 mg/dl. The customer treated with the juice. Troubleshooting was done for low blood glucose and over delivery also for no delivery alarm. The drive support cap appears normal. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump reservoir, infusion set will not be returned for analysis.